Event description:
The caller reported a data error alert occurring after the pump's ship date. The recorded blood glucose level at the time of the issue was 178 mg/dl, which falls within the normal range, indicating no adverse impact. Customer support assisted the caller in re-entering the affected settings, ensuring all were correctly confirmed. No history of similar issues with the pump was reported within the past six months.